Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter shaft was bent upon unpackaging. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the mapping catheter was returned and analyzed. Visual inspection of the reported mapping catheter 990063-020 lot number 214946569 showed that the mapping catheter was kinked at 17 and 31 inches from the tip. Additionally, the mapping catheter failed the testing due to a kink on the shaft. The findings do not indicate a manufacturing-related defect. In conclusion, the reported shaft kink issue was confirmed through product analysis. The reported mapping catheter failed the returned product inspection due to a kink on the shaft. If information is provided in the future, a supplemental report will be issued.